Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "during a lap chole procedure on (B)(6) 2013 at (B)(6), the consultant surgeon, dr (B)(6), tried retrieving the bag with the gall stone in it. The bag gave way at the incision site and fragmented with a small piece of the polyurethane bag dropping back into the surgical site. He had to go in again to search and retrieve the fragmented piece which is now being placed in a specimen bottle for further investigation. The surgeon commented that the bag can give way but should not fragment and wants a report to this issue after the investigation." Patient status: patient has recovered and discharged.